Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: investigation summary: the device was received at the service and repair center. However, this device is not manufactured by depuy mitek and is part of the vision system and it is sold as a market product not as a medical device. Hence there will not be an investigation or regulatory reporting performed for the same. Also a manufacturing evaluation is not needed for this device. Since the device will not be evaluated as it is not a medical device and not manufactured by depuy mitek, the root cause of the reported failure cannot be determined. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at the service and repair center. However, this device is not manufactured by depuy mitek and is part of the vision system and it is sold as a market product not as a medical device. Hence there will not be an investigation or regulatory reporting performed for the same. Also a manufacturing evaluation is not needed for this device. Since the device will not be evaluated as it is not a medical device and not manufactured by depuy mitek, the root cause of the reported failure cannot be determined. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: the UDI is currently unavailable. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the sales rep that during an unknown procedure on (B)(6) 2020, it was observed that the printouts were not clear and blurry on the sony up-dr 80md printer device. There was no delay in the procedure. It was unknown if and how the procedure was completed. There were no adverse patient consequences reported. No additional information was provided.